Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed for distal occlusion out of specification at 4.8psi. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device battery was swollen.